Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received for evaluation. Visual inspection of the device found no issues. Leak testing, clamp function testing, clear passage testing, and a simulated therapy were performed with the device and found no issues. A review of all batch record documents was performed for lot number h14f30016 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon conclusion of the investigation, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a leak in the cassette on the homechoice device, during use. The hp was not connected at the time of the event. The leak of the cassette was further described as one of the unused supply lines leaking fluid even though the clamp was closed on the line. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the event. The technical service representative advised the hp to begin therapy again with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.